Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor oxygen blending module board. The blower motor and oxygen blending module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to internal bearings and windings failure. The oxygen blending module board was evaluated and was found to operate to design specifications.

Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed. The device's oxygen blending module board needs to be replaced to address the issue.